Event description:
Patient reported left side "moderate pain." Patient additionally reported ¿hard knots or lumps surrounding the implant or in the armpit.¿ patient later reported capsular contracture baker grade iii. Healthcare professional additionally reported deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, deflation, pain, lump/nodule.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 24 oct 2011 and 23 jul 2012. Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe, since it is not related to the device. Lump/nodule: unable to observe, since it is not related to the device. Capsular contracture: unable to observe, since it is not related to the device. Deflation: observed, one opening assessed, as unidentified (tear) opening. As per the investigation procedure: wear abrasion, particles and creases were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported, left side "moderate pain". Patient, additionally reported, ¿hard knots or lumps surrounding the implant or in the armpit¿. Patient, later reported, capsular contracture, baker grade iii. Healthcare professional, additionally reported, deflation. Device has been explanted and replaced.